Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a repeated non-recoverable fault 319 pointing to universal surgical manipulator (usm) 3. Before calling technical support, they had tried power cycling the system twice without success. Tse reviewed error logs and asked caller whether they could perform scheduled procedure with 3 arms, but it was not the case. Tse guided caller through system power cycle, including emergency power off (epo) on patient side cart (psc) without improvement. The patient was not in the operating room, and it was decided to abort the planned robotic surgery and proceed as a traditionally laparoscopic procedure.